Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device has been implanted for approximately nine years. In addition, it was noted that the atrium and ventricle exhibited desynchrony and that the hearth rate was in the 40 bpm. Technical services (ts) was consulted and upon data review identified that the device remains implanted beyond the longevity expectations. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and has been returned for analysis. No additional adverse patient effects were reported.